Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that by "quit," the patient meant it quit helping her pain. The patient said she had several falls that contributed to the issue. The patient is waiting to have the stimulator removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins had helped for a while but then quit about a half year after it was implanted. Since it had quit, the patient had stopped charging the ins sometime within the first year of implant. They were redirected to see a doctor to have the device checked. No further complications were reported or anticipated.